Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl and the cause was not known. A bolus was delivered to address the high bg level. As the customer and pump were not with the contact at the time of the report, a pump system check could not be performed. Although multiple attempts were made to follow up, the contact did not reply to the requests.